Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5524m45 lead, implanted: (B)(6) 1997. (B)(4). Evaluation summary: the outer insulation of the lead developed a breach due to a depression while in vivo; proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.